Event description:
The event involved an unspecified plum pump where it was reported that a patient came to the clinic to receive pembrolizumab. The drug is run through primary line tubing with an attached filter. Per order pump was programmed for a dose of 200 mg in 100 ml over 30 minutes. It was noted that the infusion completed in 17 minutes versus the programed 30 minutes. Upon inspection the drug had emptied and the line was running dry. On the plum pump screen it read that only 64.2 ml of fluid had been infused. Check was done with operations regarding the issue. On pharmacy check and nursing chairside check the bag had appeared to be filled as typically seen with 100 ml drug bags. No abnormalities such as leaking from tubing or bag were noted. Inpatient pharmacy was contacted and per their compounding logs the drug was compounded in 100 ml ns per order. Patient without any adverse effects vitals stable, patient with no adverse reactions. Pharmacy was notified of the situation and asked if there was any additional actions that should be taken given the potential for patient to have received dose faster than order. Per pharmacy patient was cleared for discharge from clinic. The number of pump was recorded and reported to supervisor for tracking and potential calibration of pump. There was patient involvement and no patient harm or adverse events reported.

Manufacturer narrative:
The device is available for evaluation, however has not been received.

Manufacturer narrative:
A review of the device 12-month service could not be performed because no serial number was provided. No event history was received from the customer, a review of the event history / alarm logs could not be performed; therefore, the reported complaint could not be replicated or confirmed.